Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she is in the hospital and the screen on the insulin changed colors, it gets real dark. Customer stated he was in the hospital due to high fever of 110 degrees. Customer stated she had the device pressed against her skin and the screen would darken. Customer then mentioned when the device is away from her skin the screen is back to normal. Customer's blood glucose was 137 mg/dl. Customer was advised to monitor the device and call back if issue persisted. Customer wasn't hospitalized for diabetic related reasons. The device is not returning for analysis.